Event description:
It was reported that during a lung resection procedure, the device closed and appeared to fire on the tissue. However, the user could not open the device and seemed to be locked on the vessel. The user then had to cut the stapler off the tissue and hand tied the vessel. The case was converted to open. The device was discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4).

Event description:
The surgeon established that the tissue within the jaws of the device was so friable that it was torn away from the jaws of the device. The device fired a complete staple line.

Manufacturer narrative:
(B)(4).